Manufacturer narrative:
=Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported that the ventilator went vent inop during normal ventilation operation due to a data acquisition pcba adc failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. Pse advised the biomedical engineer to evaluate the data acquisition pcb board to motor controller pcb board cable. The biomedical engineer reported the ventilator was functioning during testing of the cable, and the reported problem was not duplicated. Pse advised the biomedical engineer reseat the cable and run the unit further. The biomedical engineer reported the unit was run as advised with no recurrence of the reported problem.